Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the valve was returned dry in the provided returnkit (not submersed, as suggested). Unfortunately, the protective bag used had leaked liquid, presumably because the plastic container was not screwed down properly. Result: it should be noted that the product was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First we performed a visual inspection of the valve. Scratches and a deformation of the outer housing was observed. This deformation was confirmed through a measurement of the plane parallelism. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. The cause of the deformation of the valve and the resultant defect orf the rotor could not be determined through our investigation. Next we tested the permeability, adjustability, brake functionality and brake force. The valve was permeable, albeit with difficulty. It could be adjusted throughout the normal ranges. The brake is fully functional and braking force is within given tolerances. The measured opening pressure was not within the accepted tolerance. Contrary to the suspected underdrainage the measurements reveal an overdrainage. Finally, we dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the valve shows a not required flow of liquid, likely dur to the deposits observed within. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a prosa was blocked postoperatively and operated in underdrainage. The valve was implanted on (B)(6) 2017. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 50 cm, weight: (B)(6).